Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verioiq meter read inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2014 at approximately 9pm, the patient reportedly obtained blood glucose readings of ¿89mg/dl¿ with the lifescan meter and ¿67mg/dl ¿ on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. According to the csr¿s documentation, at the same time after the alleged issue occurred, the patient reportedly administered 4 units of insulin and also felt tired. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.